Manufacturer narrative:
Correction: h6 health effect - clinical code 060110 was inadvertently omitted on the initial manufacturer device report . The investigation of the reported failure mode has been completed. No product was received for evaluation. Ventricular fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details. Fever: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient in cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was having runs of ventricular tachycardia through the night. Started the patient on lidocaine. The patient had a slight fever. It was also reported that the patient expired. No further information provided.